Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the pt's left eye. The lens was inserted and removed during the same procedure. A 13.5 was inserted, removed and exchanged for a 14.5, of the same model. The physician changed his mind on diopter size. No pt injury.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found a lengthwise strip of both plate haptics and piece of optic torn off and missing. Lens was returned dry. There was evidence of dark surgical residue on lens surface. Conclusions: based on the complaint history and the eval of the returned product, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different diopter size. #(B)(4).